Manufacturer narrative:
A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device and was able to reproduce/verify the reported event. The field service representative determined that the root cause of the reported event was that the device¿s exhalation valve was missing its rubber boot. Unrelated to the reported event the field service representative also found that the dc led on the front panel was not lighting up. The carefusion field service representative replaced the device¿s exhalation valve, membrane switch panel, overlay, and ran the device through the operational verification procedure (ovp) and the device passed all tests.

Manufacturer narrative:
(B)(4). Carefusion has dispatched a carefusion field service representative to evaluate and repair the device. The carefusion field service representative has not completed the evaluation and repair of the device as of (B)(6) 2015. Carefusion will submit a follow-up medwatch report once the evaluation and repair have been completed.

Event description:
The user facility reported that the device is alarming ¿dcx flashes¿, they think it could be the transducer fault ¿xdcr fault¿ alarm. There was no report of patient involvement.